Event description:
The pt's mother reported that at 1:28 am on (B)(6) 2012, her daughter's blood glucose measured 67 mg/dl, so she brought her daughter to the hospital. The mother explained that her daughter has crohn's disease as well as diabetes and was feeling ill. At the hospital, their omnipod pdm's blood glucose monitor measured lower than the hospital's meter. They also measure using an abbott freestyle meter (unclear whether this is the hospital meter or their own backup). She said they'd tried more than one vial of test strips. The times of these comparison readings were not reported. Pdm: 92 mg/dl, alternate meter: 258 mg/dl, 74, 220, 83, 210. No treatment or diagnosis was specified. The mother reported that they had returned home from the hospital at the time of her call.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported malfunction. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above mg/dl, follow the treatment advice of your healthcare provider," and "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."